Manufacturer narrative:
(B)(4). Batch # = m9380t. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The following information was requested, but unavailable: the lot number you provided, p00019p67, is not a valid batch and/or lot number for the device. Do you have the correct batch and/or lot number for the device?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not fully closing while firing on the cystic duct. Another like device was used to complete the procedure. There were no adverse consequences for the patient.